Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on 9 year follow up CT, migration of the stent graft was identified. Per the physician, the cause of the event was due to patient neck dilatation. No additional clinical sequelae were reported and the patient will be monitored.